Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac determined that the customer cabled the monitor incorrectly. The serial digital interface (sdi) from the primary monitor was moved to the same port as the input to obtain a secondary image and resolved the issue. The unit will not be returned to the service center for evaluation since it is functioning as intended. The legal manufacturer will review the content of this report for further investigation.

Event description:
The service center was informed that no image appeared on the secondary monitor. There was no patient involvement reported.